Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve, inside a patient with a aortic valve area of 66.8 millimeter's (mm), mean pressure gradient of 67 millimeters of mercury (mm hg) , and velocity max of 5.7 meters/second (m/s), a pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 mm non-medtronic balloon. The valve was attempted to be deployed using cuspal overlap technique. There was no problem with the placement position, but the valve was difficult to expand. Subsequently, atrio-ventricular (av) block occurred. The valve was recaptured. A second deployment attempt was performed, and the valve was at its best position of 3 mm, and the av block resolved. The valve was implanted. After full release of the valve, the position was at 0 mm, which was reported as clinically normal. Subsequently, the patient's blood pressure dropped. An echocardiogram was performed, and no wall motion was observed. Contrast imaging was performed that revealed a decrease in coronary flow. The valve was subsequently snared in result, and a second medtronic transcatheter valve was implanted. The procedure was completed successfully. No additional adverse patient effects were reported. Additional information was received that confirmed it was third-degree av block. Additionally, there was calcification of the native right coronary cusp that contributed to the expansion issue. No paravalvular leak was reported. Additional information was received that 2 days following the implant of the valve, a cerebral infarction was observed. No treatment was provided. 3 days following implant of the valve, hemorrhaging at the access site was observed. No treatment was provided. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {evolutfx-26}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date (B)(6) 2024; explant date {n/a}. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.